Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) may not have delivered life-saving therapy. A family member inquired with boston scientific crm technical services regarding device performance right before the patient's death while in hospital intensive care. The family member wondered if the latitude communicator could be used to retrieve information about what had occurred with the device during this time. The technical services consultant recommended the family member contact the physician in charge of the patient's care at the time of this event to learn about the circumstances surrounding the patient's death, as the communicator could not provide that information. The local area sales representative could not obtain further information, except to confirm that the device had not been interrogated prior to the patient's burial.

Manufacturer narrative:
To date, information suggests that this device was buried with the patient and will not be returned to the boston scientific crm post market quality assurance laboratory for analysis purposes. If new information becomes available, this report will be further evaluated and updated.